Manufacturer narrative:
Block a2: patient's exact date of birth is unknown; however, it was reported that he was born in 1947. Block a4: patient's weight: 85.3 kilograms - reported here as it exceeded the maximum character limit for the designated field. Block g4: premarket 510(k): k211960, k233837 - reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a010402 is being used to capture the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an agile esophageal over-the-wire stent was implanted in the esophagus to treat a malignant-appearing, intrinsic, moderate ulcerated stenosis during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. On (B)(6) 2024, complete proximal stent migration occurred. Reportedly, the stricture was not resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block a1: (B)(6) patient's identifier has been updated. Block a2: patient's exact date of birth is unknown; however, it was reported that he was born in 1947. Block a4: patient's weight: 85.3 kilograms - reported here as it exceeded the maximum character limit for the designated field. Block g4: premarket 510(k): k211960, k233837 - reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a010402 is being used to capture the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an agile esophageal over-the-wire stent was implanted in the esophagus to treat a malignant-appearing, intrinsic, moderate ulcerated stenosis during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. On (B)(6) 2024, complete proximal stent migration occurred. Reportedly, the stricture was not resolved. No patient complications were reported as a result of this event.